Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have delivered inappropriate anti-tachycardia pacing (atp) therapy. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, the egm showed that during an atrial arrhythmia, the device appeared to have undersensed some atrial beats which accelerated the atrial arrhythmia, leading to the device to inappropriately deliver two bursts of anti-tachycardia pacing (atp) therapy. The rhythm was converted. Ts discussed possible cause and programming optimization options with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.